Event description:
A patient presented to a doctor with foot pain at which time a ttc nail with a broken coil was identified in an x-ray. No revision is planned. Date of nail implantation and patient impact are unknown.

Manufacturer narrative:
4247 - a limited investigation was able to be performed with no results able to be obtained.